Event description:
A report from (B)(6) was received stating that there was an incident of the attachment device overheating, and consequently burning through two sets of the surgeon's gloves. As a result, there was a superficial burn (red mark) on the surgeon's hand. No medical intervention was reported or required for the surgeon¿s superficial burn. Allegedly, the burr caused the surgeon's injury. The surgical procedure being performed at that time was a craniotomy resection of a tumor. There was no injury to the patient and no medical intervention was required. There was no delay in surgery reported. Allegedly, the drill stopped immediately and the surgeon changed the burned gloves and replaced them with two new sets of surgical gloves. The surgery was completed successfully with an alternate device. Reportedly, the physician was concerned that the heat build up was ¿very quick and sudden." No further information is available. If any further information should become available. This notification will be updated accordingly.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. The attachment device passed all manufacturing and test requirements at the time of manufacture. A trend review indicated no increase in complaints of this nature for this device. Monitoring will be conducted for similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
The device was received by depuy synthes and is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Manufacturer narrative:
(B)(4).